Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that to the rep's knowledge, the patient was admitted to the hospital due to pain because the remote wasn't working and the patient couldn't charge. After getting a new remote, the patient was able to charge and get it working. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported that the controller displayed a ¿software problem¿ message. While trying to recharge, the controller displayed the message: 1 intellis 2 3.0 3 58 4 0f_new. Troubleshooting was initiated by removing and re-inserting the batteries or battery pack, but the controller was stuck in ¿looking for device¿screen. The patient reported that they had pain. It was reported that the pain coverage has normally been great but when stim shut off, the pain returned. The patient had a replacement controller and recharger (rtm). The patient reported that they were now having issues with the replacement controller and rtm. The patient reported that the pain returned and got worst so they had to be admitted to the hospital. The patient reported that they have paired the new equipment to the ins but when they attempt to recharge, the screen will flash like it is going to start charging. The screen will show excellent but will ¿go off¿ within a second and show ¿unable to find device¿. It was reported that the previous rtm was used with the replacement controller and it still didn¿t work. The patient reported that they were using the replacement controller and are using the new rtm but they are getting ¿no device found¿ error message/screen 16. The patient reported that the stimulation has stopped, and they can¿t charge the ins battery and as a result they were in extreme pain. The patient was reported to be at a level 9 out of 10 on the pain scale. Trouble shooting was initiated, and the patient reported that they were now in the passive recharge mode seeing 84 as their highest number. Pss reviewed passive recharge mode can take 3-10 minutes sessions. Pss reviewed with caller that to prevent this from happening in the future they should always try to keep the ins battery charged. Pss instructed that the patient needs to charge in the al feature for a while and then eventually should be able to charge in the regular mode. It was reported that everything appears to be working fine now.